Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patient was on drugs at the time of the event and does not recall what she was doing. Office testing could not reproduce the noise. Technical services discussed some options. There were no additional adverse patient effects. The system remains implanted.